Event description:
The patient (B)(6) is implanted with a lead in the occipital region (off-label). It was reported the patient experienced a sudden loss of stimulation while walking. At that time, she also alleged feeling a shock. The patient reportedly went to the hospital thinking that the lead had moved; however, an x-ray confirmed that the device was in the correct position. Interrogation of the patient's therapy system was performed during a recent reprogramming session and all devices were reportedly operating within specifications. At the appointment it was noted the patient's eyelid quivers and closes as stimulation is increased. It is suspected patient's lead is stimulating the ocularis muscle. Program settings can be lowered to minimize this effect; however, the resulting stimulation does not equate to effective pain relief for the patient. An appointment with the pain physician has been recommended for further assessment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.